Event description:
Info received that the intermediate siderail would not latch. No injury reported.

Manufacturer narrative:
Tech found the bed in ICU. Right intermediate siderail would not latch. Removed the cover, cleaned fluid found in the latch assembly to resolve this issue.